Event description:
It was reported that during a ptca/stenting treatment procedure, the quantum maverick monorail balloon ruptured at 18 atms on the second inflation. (The number of atms reached on the initial inflation was 12 atms.) The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in a minimally tortuous distal right coronary artery. The physician used a terumo introducer sheath for vascular access and a bmw guidewire and a 6 fr march 1 fr3.5 guide catheter to cross the lesion. A maverick balloon was used to predilate the lesion for placement of an express2 stent. The quantum maverick monorail balloon was being used to post-dilated the stent. The quantum maverick monorail balloon was removed and replaced with a maverick2 3.5/2 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.